Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable inserted into an off-label insertion site on (B)(6) 2026. On 02/27/2026, it was reported that the patient's dexcom app and omnipod 5 insulin pump showed egv 250 mg/dl the day after the sensor was put on the arm. The bg was not checked. No mention if the patient had symptoms. She administered insulin by pump which was in open loop. Sometime later, the egv was 117 mg/dl and the patient felt unwell. A bg showed 17 mg/dl so she called 911. She ate syrup and took glucose gels. The paramedics came shortly. The bg was 91 mg/dl and her egv was 58 mg/dl. They continued to give her glucose gel. The paramedics left after confirming that she felt better. No other details were documented. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid was taken after patient self treated. The reported glucose values fall within the b zone of the parkes error grid was taken when the paramedics arrived. The data investigation found a difference in values that fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.